Manufacturer narrative:
(B)(4): eval results: other (lack of info), (disease progression). Conclusions: (disease progression). (Lack of info).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 7 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that an aneurx stent graft was implanted with a 24x37.5 aneurx cuff and 26x37.5 cuff (ref MFR. 2953200-2010-01950) to act as a flared limb on the right (ipsilateral side). On the left side, two 16x85 limbs were placed. No issues have been reported. The patient's f/u history post-implantation is unk. Sometime this year, new iliac aneurysms were noted without any endoleaks of the aneurx stent grafts. The patient's presentation at the time of the event is unk. The patient had disease progression and developed a new 4cm in diameter (at largest diameter) bilateral iliac aneurysms distal to the aneurx grafts. Five months ago, the left hypogastric was coiled and another MFR's graft on the left side. A month ago in a planned intervention, two 18x3.5 grafts from another MFR and an 18x11 graft from another MFR were placed on the right side, and the right hypogastric was coiled. There was no issue covering both hypogastrics, and the patient is well. No add'l clinical sequelae were reported.